Manufacturer narrative:
Device is a combination product. (E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 38 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the 1st, 6th and 7th strut rows from the proximal end of the stent lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The non-totally occluded 74% stenosed, 38mm in length, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified, 3.00mm - 4.00mm in diameter left circumflex artery. The lesion contained a significant bend of more than 45 but lesser than 90 degrees. A 2.50 x 15mm emerge balloon catheter was used to pre-dilate the lesion. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, the stent struts was noted to be defective during fluoroscopy. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The non-totally occluded 74% stenosed, 38mm in length, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified, 3.00mm - 4.00mm in diameter left circumflex artery. The lesion contained a significant bend of more than 45 but lesser than 90 degrees. A 2.50 x 15mm emerge balloon catheter was used to pre-dilate the lesion. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, the stent struts was noted to be defective during fluoroscopy. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.